Event description:
It was reported while attempting to load a patient into the ambulance, the legs of the cot allegedly would not release, via power or manual release, to allow the cot to be loaded into the truck. Another ambulance was called to continue the transport of the patient on another cot. There were no reports of injury or adverse effect to the patient as a result of the incident. The complainant transported the subject cot back to the station in the extended position. Upon return to the station the cot was functioning properly and the crew was unable to duplicate the incident. The cot has been removed from service and an investigation and product evaluation has been initiated for the reported incident.

Manufacturer narrative:
The device was evaluated on 8/3/2016 at the customer's site by an authorized field representative. A visual and functional evaluation was performed and it was found the manual release lever was out of adjustment . The manual release was adjusted, tested and was functioning properly. The user manual advises the manual release does need to be inspected regularly and may need to be adjusted. Instructions for the adjustment of the manual release are provided in the user manual as well. The power source for the cot was evaluated and it was determined the system would charge when plugged into the shoreline; however, when unplugged and running from the rig the invertor and charger would not power on. The customer was advised to contact their mechanic immediately to address the issue. In the interim the customer was instructed to keep the shoreline plugged in when the truck was in the bay to ensure proper charging of the cot. The customer confirmed there was no injury or adverse effect on the patient. The patient's condition was stable and the transfer was a non-emergency transport. The cot was returned to service.

Event description:
It was reported while attempting to load a patient into the ambulance, the legs of the cot allegedly would not release, via power or manual release, to allow the cot to be loaded into the truck. Another ambulance was called to continue the transport of the patient on another cot. There were no reports of injury or adverse effect to the patient as a result of the incident. The complainant transported the subject cot back to the station in the extended position. Upon return to the station the cot was functioning properly and the crew was unable to duplicate the incident. The cot has been removed from service and an investigation and product evaluation has been initiated for the reported incident.